Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking at the patient line tubing and that it was cracked. According to the report there was no injury to the patient.

Manufacturer narrative:
The device was patent. It did not meet the requirements for the leak test due to multiple cracks on two luer arms of the proximal patient line stopcock. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).